Event description:
It was reported that the lead dislodged. It was also reported that the doctor attempted to move the lead back into the atrial appendage without success. It was decided to remove the passive fixation lead and replace it with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analayzed and no anomalies were found.